Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that there some cases where there were a few specks inferiorly on the intraocular lens (iol) but could not be specific. No additional information was provided to abbott medical optics.